Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was caller stated that they recently had an MRI and ever since then they have been seeing settings not available (59) on the controller. Caller stated they tried switching to different groups but that did not resolve the issue. The issue was not resolved. Agent reviewed meaning of out of regulation. The patient was redirected to their healthcare provider to further address the issue.